Event description:
Diabetic reports that suspect device gave blood glucose reading of 60 mg/dl and then 45 mg/dl. Diabetic felt ill and the hosp obtained a blood glucose of 600 mg/dl. Pt was kept in hosp for 3 weeks.